Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pocket site discomfort and the ipg was protruding. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg was relocated to a more comfortable location and clik anchor was implanted. It was noted that there was no skin breakage. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing pocket site discomfort and the ipg was protruding. The patient will undergo a revision procedure.